Event description:
It was reported that multiple cartridge alarms occurred during the load sequence and during insulin delivery. Customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose level was 243 mg/dl.